Event description:
It was reported to boston scientific corporation on july 06, 2021 that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic collection during a cystogastrostomy procedure performed on (B)(6) 2021. During the procedure, the stent first flange failed to fully expand after being deployed. The stent was removed from the patient partially deployed on the delivery system and the procedure was completed with a smaller sized axios stent. The patient experienced bleeding at the puncture site and it resolved without any interventions or treatments. The patient's condition after the procedure was reported to be fully recovered.

Manufacturer narrative:
Block h6: medical device problem code a150101 captures the reportable event of stent first flange failure to expand. Block h10: the hot axios stent and delivery system were received for analysis. The stent was returned partially deployed. The delivery system was received in position 2. Visual examination of the returned device found the inner sheath kinked. Functional evaluation was performed and the stent was deployed without issue and was fully expanded. No other issues with the stent and delivery system were noted. The reported event of stent first flange failure to expand cannot be confirmed as the stent was fully expanded. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU) / product label. The complainant reported that the patient experienced bleeding at the puncture site; the IFU notes "minor or excessive bleeding requiring intervention" as possible adverse events. Taking all available information into consideration, the investigation concluded that the reported events and the observed failure were likely due to factors encountered during the procedure. It may be that how the device was handled or manipulated, limited the performance of the device and contributed to the inner sheath kink. There is not enough information to confirm the reported event of stent first flange failure to expand. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on july 06, 2021 that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic collection during a cystogastrostomy procedure performed on (B)(6) 2021. During the procedure, the stent first flange failed to fully expand after being deployed. The stent was removed from the patient partially deployed on the delivery system and the procedure was completed with a smaller sized axios stent. The patient experienced bleeding at the puncture site and it resolved without any interventions or treatments. The patient's condition after the procedure was reported to be fully recovered.